Event description:
During an atrial fibrillation ablation procedure, when the sheath was inserted into the heart and aspiration was performed from the sideport, air was aspirated. Aspiration was performed several times, but the issue was not resolved. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.